Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. Root cause was unable to be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during reloading of fasteners, the wire at the proximal connection of the fastener loader partially detached from the blue hub. The first 10 fasteners were loaded and deployed without issue. An additional 8 fasteners were loaded and deployed; however, 4 of these fasteners were later found retained in the device after the procedure. These 4 fasteners appeared to have been fired but did not deploy into the tissue as intended.